Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed error code 46440. There was unknown patient involvement

Manufacturer narrative:
Device evaluation: one device was received for investigation. Confirmed customers complaint found error code 46440, during pci testing. Reset error code. The error did not recur during the repair process or testing. Further investigation found cracked battery compartment, missing battery door, the pump failed the ¿latch lock test¿ and the lens was scratched. The device passed all testing after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.